Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a handpiece (hp) was received for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The handpiece (hp) was received for testing. A visual assessment of the returned sample revealed cable damage. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. During the burn-in test, the temperature of the hp was measured per the design specification and was found to be within specifications. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet specifications. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The handpiece was found to meet specifications; therefore, the root cause of the reported event is inconclusive. The handpiece was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that there was an internal misunderstanding during the information transfer and surgeon reported to biomedical engineer that patient experienced corneal burn due to heat from the handpiece and aspiration defect that resulted in a substantial wound leak and requiring 3 sutures. Corneal burn also led to corneal opacity and a corneal thinning that was "significant at the site of the main incision" but left with no scar affecting visual axis. This also resulted in postoperative astigmatism of 5 diopters. Patient was diagnosed with positive seidel sign for two weeks and treated with bandage lenses that were changed weekly and hence suture removal was delayed. Current patient condition is symptoms continuing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported that a surgeon burnt his hand while using the handpiece during cataract surgery. Surgery was completed after replacing handpiece with new one. Current condition of the surgeon have not been provided. Additional information has been requested but none received till date.